Event description:
A customer contacted global technical services regarding assistance with the homechoice (hc) unit during use. Per the initial report, the home patient (hp) became disconnected from her patient line during the night. The hp stated that she woke up and was disconnected from the machine and her clothes were wet. The hp stated that she reconnected back to the machine and started her therapy back up. The technical service representative (tsr) assisted the hp to throw out the supplies and start over with new ones since her patient line was disconnected and the hp did not use a flexi cap on the patient line. The hp started over with new supplies. The hc unit was operational. Product surveillance contacted the hp in 2009 and she stated that the separation occurred between the transfer set and the patient line. She stated that when she woke up, it was already separated and did not have the lot number available. The hp stated that they are doing fine and continuing therapy as normal; the hp did not report any patient injury or medical intervention. Product surveillance contacted the nurse two weeks later and she stated that she was not aware that any separation occurred between the patient line and the transfer set. The nurse also stated that they routinely change the transfer set every six months and that the patient is doing well and resuming therapy on the cycler.

Manufacturer narrative:
Per the customer, the sample was discarded. A batch review will be done on the lot number provided.